Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that driveline fault alarms occurred on several system controllers. It was reported that an issue was suspected with the percutaneous lead (driveline). The patient was very thin with a substantial amount of the driveline was external to the patient because of body habitus. An percutaneous lead (driveline) driveline replacement was completed. On (B)(6) 2017, the patient underwent a pump exchange. The patient was reportedly doing well after the exchange. No further information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed an issue that could have contributed to the reported driveline fault alarms, which were confirmed through the evaluation of returned system controllers. A distal-end driveline replacement was performed on (B)(6) 2017 and the replaced portion was returned in a segment measuring approximately 17 inches. The outer silicone jacket was removed up until 11 inches from the metal connector, but otherwise appeared unremarkable. Additionally, the clear bionate layer was also unremarkable. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. On (B)(6) 2017, the patient received a pump exchange. The pump was returned assembled with the driveline severed approximately 15 inches from the pump housing. The distal end of the driveline, containing the site of a previous distal-end driveline replacement, was returned in a segment measuring approximately 27.5 inches. Breaches to the insulation of the brown and green wires were observed approximately 3 inches from the pump housing. Additionally, the conductors of the green wire were partially fractured. The damage to the brown and green wires resulted in their inner conductors being exposed. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The left ventricular assist system operates on a three phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the green wire, to its redundant motor phase wire, the fractured inner conductors of the wire would have resulted in the reported driveline fault alarms. Additionally, the system had the potential to short to ground if the exposed conductors of the green or brown wire had come in contact with the metal braided shield while operating on a tethered power source. The system also had the potential for a phase to phase short to occur if the exposed conductors of the green and brown wires made direct contact with either other or simultaneous contact with the metal braided shield while operating on either tethered power or battery power. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no developed depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.